Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were returned and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient acquired an infection following the trial procedure. The patient was hospitalized and given IV antibiotics. The patient had an allergic reaction to the antibiotics and experienced kidney failure. The cause of the allergy is unknown. The trial has ended and the follow up report indicated that the patient had been discharged and is recovering at home.